Manufacturer narrative:
Argus case (B)(4).

Event description:
Be careful using biotine spray I ended up struggling as it sort of chocked me [choking]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of choking in a patient who received glycerin (biotene mouth spray (unknown)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene mouth spray (unknown). On an unknown date, an unknown time after starting biotene mouth spray (unknown), the patient experienced choking (serious criteria gsk medically significant). The action taken with biotene mouth spray (unknown) was unknown. On an unknown date, the outcome of the choking was unknown. The reporter considered the choking to be related to biotene mouth spray (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via interactive digital media ((B)(6)) on 29 december 2019. The consumer reported that "be careful using biotine spray I ended up struggling as it sort of chocked me".